Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. It was reported that the peritonitis was manifested by fever. The patient was treated with intravenous vancomycin (1 gram, frequency of administration was based on the therapeutic level in the patient¿s blood levels and varies from daily to every forty eight hours). Antibiotic treatment was ongoing. The patient was discharged thirteen days after hospitalization and was not recovered from the peritonitis event. Pd therapy was ongoing. Additional information was requested but is not available. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).